Manufacturer narrative:
Findings: motor error alarm during rewind due to corroded motor home switch. Unable to perform self test, off no power test, unexpected alarm error test, occlusion test, prime/a33 test, excessive no delivery test, displacement test due to motor error alarm. Pump passed idle current test and run current test. Unable to verify motor position encoder error alarm due to motor error alarm. Pump received with minor scratched display window, cracked display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump alarmed motor error and motor position encoder error. The customer's blood glucose reading was 65 mg/dl at the time of the incident and treated with yogurt. Customer stated the drive support cap appeared normal. The device was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and revert to the back-up plan. The device will be returned for analysis.